Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -11.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced low vault, and elevated iop (without pupil block and angle closure). On (B)(6) 2017 the lens was exchanged for a longer lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation-lens was returned dry, with clear surgical residue/debris on product in a small vial. Visual inspection found no visible damage to the lens. (B)(4).